Event description:
Patient (pt) reported their pump kept turning off through their entire infusion. No further information, details or dates available. Product lot and expiration unknown. Unknown if medical doctor is aware. Dose/amount: nexviazyme sdv - 2400mg. Did pt miss a dose or have an interruption to therapy? ¿ unknown. Did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? ¿ yes. Is device associated with event available for return? ¿ unknown.